Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 30 degree endoscope plus wouldn't calibrate correctly. It would do the opposite of what the surgeon needed. The site replaced the endoscope to resolve the reported problem. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of the binding is attributed to component susceptibility to increased friction. The endoscope cable connector was visually inspected and found with costumer labels/marks. During inspection of the endoscope cable connector, the housing exhibited customer labels or marking added. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect. The root cause for cable connector ¿ laser marking issue - housing is typically attributed to mishandling. The complaint was confirmed but not replicated by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.